Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what the caller expected. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the same cartridge with assistance from technical support and will monitor the situation, following up if necessary.